Event description:
Caller reported that the insulin gauge displayed a different amount than expected. There was no reported impact to the customer¿s blood glucose level. Customer support assisted the caller in reloading the same cartridge, which resolved the issue and insulin delivery resumed.